Manufacturer narrative:
Reporter phone number: (B)(6).

Event description:
It was reported to philips that the device had a blower temperature high alarm. This event was reported to have occurred during patient use. There was no delay to therapy.

Manufacturer narrative:
The customer stated the device continued to operate when the alarm occurred. A sales representative retrieved the device to check if the filter was dirty. A test run was performed but the issue was not duplicated. There was an occurrence of error code 1122: check vent blower temperature high in the event log. The customer did not respond to the quote for repair so no work was performed and the device was returned to the customer.

Manufacturer narrative:
Reporter phone number: (B)(6).

Event description:
It was reported to philips that the device had a blower temperature high alarm. This event was reported to have occurred during patient use. There was no delay to therapy.